Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. H6 clinical code: appropriate term / code not available (e2402) used to capture injury (e20).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2020, the patient underwent a second right knee revision due to recurrent infection, pain, swelling, and synovitis. The surgeon noted mild to moderate bone loss of the femur centrally and some posterior bone loss on the tibia. All components were well fixed but revised. Depuy revision components were utilized during the operation with depuy cement. This revision is captured in (B)(4). It is also noted during the second right knee revision on (B)(6) 2020, the surgeon did avulse just a slight amount of the epicondyle while reducing the 20 mm tibial insert. However, the surgeon indicated the avulsion did not affect stability and there is no indication of treatment. This pc captures the event of avulsion during revision. Doe: (B)(6) 2020; right knee.